Event description:
The patient received more IV fluid than intended. Line a of the pump was programmed to deliver normal saline at a rate of 200ml/hr with a volume to be infused (vtbi) of 200ml and the delivery was started. A short time later, the nurse noted that the pump was alarming vtbi complete; however, the device continued to deliver at the programmed rate of 999ml/hr. The delivery was stopped and the nurse noted that the display indicated 530ml of volume had infused. The device was removed from clinical service. At an unspecified time later, therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. During testing at the user facility, the device continued to deliver at the programmed rate after the programmed volume to be infused was completed.